Manufacturer narrative:
Sections with additional information as of 15-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 04-oct-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 07-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had sought medical intervention on (B)(6) 2021 and was currently in the hospital. Customer's blood glucose test result when at the hospital had been 700 mg/dl (fasting/non-fasting was not disclosed). The diagnosis was hyperglycemia and customer was being treated with an IV and insulin. Note 3: manufacturer contacted customer in a follow-up call on 15-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had received the replacement products but had not used them. Customer stated she is using another brand meter. Note 4: manufacturer contacted customer in another follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for error message (e-5). During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix meter; customer was concerned with the test result obtained. The customer does not know their expected blood glucose test result range. At the time of the call the customer reported feeling thirsty; medical attention was not needed at the time. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/23/2023 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history.